Event description:
Same case as MFR report #: 2134265-2009-01418. It was reported that during an unspecified procedure, pinholes were noted on the balloon. The location of the lesion was unk. Three smash balloon dilatation catheters were advanced to the lesion at unspecified sequence. The balloon was inflated 2 to 3atms, after which, further balloon dilatation failed. Upon withdrawing and inspecting the balloon catheters, two pinholes were noted in each balloon. The procedure was completed successfully with a different device. No pt injuries or complications were reported. The pt's status was reported as "stable." Multiple attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.